Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Event description:
It was reported that the patient had occasional muscle stimulation at the implant site. This was reproducible when interrogating the device. The patient noted that his arm moves as well as the pacer pocket moves. The lead remains in use. No further patient complications were reported as a result of this event.